Manufacturer narrative:
The batch record, qc test reports (B)(6) 2022), and qc final inspection review check list (B)(6) 2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22d019 was verified and has been confirmed to be released by the company.

Event description:
Based on the information/report provided by the injector, emily burgess, md, the patient, a 24 years old female, was injected with 1.2 ml revanesse versa+ (with lidocaine) in lips on (B)(6) 2022. Pateint started to develop swelling on her lips 8 days after initial treatment (B)(6) 2022). The patient was treated with benedryl ,which reduced the swelling. Later the patient was given steroids,which helped in reducing the swelling. However, the swelling flared back up again weeks later. In addition, in order to make a suitable medical analysis of the case, prollenium medical director has requested the clinic for information pertaining to (1) complete past medical history including recent vaccines, recent infections, medications, and allergies. (2) if the patient practices forced hydration, by drinking more than a liter of water a day. (3) before and after photos. Prollenium has requested additional information and contacted the clinic several times (B)(6) 2023,(B)(6) 2023, (B)(6) 2023, (B)(6) 2023) has not received the requested information. The batch record, qc test reports (B)(6) 2022), and qc final inspection review check list (B)(6) 2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22d019 was verified and has been confirmed to be released by the company.